Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative that took place on (B)(6) 2011. "[Name removed] called to request a RMA for s/n (B)(4). I explained to him that warranty coverage ended 9/2010. He explained that the audible alarm is "going out" (low pitched cracking). The alarm condition is displayed visually just not audibly. I explained to him that we do not sell this as a separate part, but we do sell the main board 003-007017 that has this part installed on it. I also provided the option of sending the unit for repair and gave him the service rates. He appreciated the information." The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative that took place on (B)(6) 2011. "[Name removed] called. He said that the alarm on this unit will not work. No patient involvement. He would like to send it in for repair. He said for them to call with estimate for the po#. RMA# (B)(4). Gave him ps address and verified return address."

Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device, verified the complaint and determined that the root cause of the failure was faulty buzzer assembly on the main board. The alarm buzzer assembly was sent to a third party test laboratory for further root cause analysis. Upon completion of the evaluation by the third party laboratory, a follow-up medwatch report will be submitted. The carefusion factory service department replaced the device's main board and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the customer ready to be placed back into service.